Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that during routine log file analysis, the log files captured a loss of power to the mobile power unit on (B)(6) 2026. The system continued to operate at the set speed and was supported by the system controller¿s backup battery until external power was restored. The mpu did have a v-lock connector on the ac power cord. The ac power cord came loose at the wall outlet. The mpu was not removed from service.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage hazard and no external power alarms were confirmed via the submitted log files. The submitted controller event log file was reviewed and contained data from 10jan2026 to 14jan2026. Low voltage hazard and no external power alarms were captured on 11jan2026 while connected to the mpu due to the relative state of charge (rsoc) and bus voltages dropping below the alarm thresholds. These events are consistent with the reported disconnections of the ac power cord from the wall outlet. The backup battery supported the system without issue during these events. There were no other notable events captured in the log file. The provided information indicated the patient accidentally disconnected the ac power cord of the mpu from the wall outlet. Per provided information, the root cause of the low voltage hazard and no external power events was determined to be due to the ac power cord coming loose from the wall outlet. Relevant sections of the device history records for the mobile power unit, serial number: (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D, heartmate 3 patient handbook, rev. A are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instructions on how to interpret and troubleshoot low voltage hazard and no external power alarms. Section 3 of the IFU, entitled ¿powering the system¿, instructs the user to transfer from the mobile power unit (mpu) to another power source should there be a power failure. The system controller¿s backup battery will temporarily support the pump while transferring. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.